Event description:
The customer reported that the system would not boot up. This resulted in a loss of imaging functionality. There is no report to of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu was evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.